Event description:
Patient reports, when water from the shower hits the device site, she feels like she is getting electrocuted. Has not felt the sensation since (B)(6) 2025. Pocket examined and small knot felt. Probable scar tissue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).